Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. Access was obtained with a "contralateral approach from the right". The 99% stenosed lesion was located in a mildly tortuous, non-calcified left superficial femoral artery. Pre-dilatation was performed with the 1.5 x 20mm x 142cm over-the-wire sterling es balloon catheter. The balloon ruptured at 6 atms on the first inflation. Then a 1.5mm monorail sterling balloon was used, and ivus was performed. Additional inflations were performed with a non-bsc 5.0 x 40mm balloon catheter, followed by a non-bsc stent placement. Post dilatation was performed using a synergy balloon catheter which ruptured on the first inflation at 8 atms. No patient complications were reported and the patient's status is good. Synergy balloon rupture referenced will be filed on quarter 1 alternative summary report.

Manufacturer narrative:
Device evaluated by manufacturer: the over-the-wire (otw) sterling es device was received for analysis. The batch number on the returned packaging matched the batch on the returned device. Dried blood and contrast were visible in the balloon and inflation lumen. The balloon was in a deflated state. The distal tip was damaged. There were two pinholes in the balloon material over the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The returned device is relatively consistent with the reported balloon burst; however, there is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).